Event description:
It was reported that the event involved a male pt while in the cardiac care unit. While in the cath lab, the md inserted the catheter through the sheath via common carotid artery with no issues. Approx six hrs later, there was blood leakage from the valve of the sheath. As a result, the sheath was removed and not replaced since no further operation was done. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.